Event description:
Update: (B)(6) 2012 #150; patient fact sheet was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Litigation alleges that the patient experienced disability and disfigurement on account of his asr right hip implant. Litigation further alleges that the patient was injured by excessive levels of chromium and cobalt in his blood as determined from blood tests. These conditions are in addition to the previously reported condition of pain.

Event description:
Patient was revised to address pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Updated data: (date of birth); (date of report); (event description); (date received by manufacturer). Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
Depuy considers this complaint closed.